Manufacturer narrative:
(B)(4).

Event description:
It was reported that that subclavian vein was perforated during a normal device replacement/lead revision procedure. The physician elected to cap and replace right ventricular lead due to an advisory warning. The physical/electrical function of the right ventricular lead was normal and no externalized conductors were observed. The subclavian vein was perforated all the way to the right lung during the lead implant procedure. The perforation was repaired by the cardiac surgeon. The patient was stable post procedure and will be followed up normally.